Event description:
The patient received an implant on (B)(6)2009 due to prophylactic - multitrauma s/p snowboarding accident, l2-3 transverse process function. The patient alleges tilt (25 degrees), fracture (remaining strut in heart and l3 body; strut removed from liver), unable to remove (remaining struts are irretrievable), organ perforation (mesenteric and aorta), thrombosis in ivcf, caval thrombosis, and ivc stenosis. The patient further alleges anxiety, mental anguish, stress, and worry. Partial percutaneous/complex removal of filter on (B)(6)2018 due to fractured filter. Unsuccessful percutaneous/complex removal on (B)(6)2009 due to filter was not intended to be permanent.

Manufacturer narrative:
Investigation: the following allegations have been investigated: thrombosis/caval thrombosis, ivc stenosis, anxiety, mental anguish, stress, worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety, mental anguish, stress, worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported clot is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. Alleged fracture." Patient allegedly received an implant on (B)(6) 2009 via right common femoral vein due to high risk for thromboembolic complications. Patient is alleging device fracture. Per an attempted ivc filter removal operative report dated (B)(6) 2009, ¿findings: percutaneous right internal jugular venous access was used to perform an inferior vena cava venogram and attempted removal of a celect inferior vena cava filter. Venogram showed no thrombus in the vena cava or within the filter but there was significant tilt to the filter with an obvious strut fracture of 1 of the legs of the filter. Approximately 2 hours of total operating time and 1 hour of fluoroscopy time was used in attempting to remove the filter, but all attempts were unsuccessful due to ingrowth of the filter into the wall of the vena cava. The procedure was therefore aborted.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿an inferior vena cava filter is seen. The tip of the filter is located below the level of the renal veins. The inferior vena cava filter is tilted with the apex directed towards the right by approximately 25 degrees. The apex of the filter contacts the right lateral wall of the inferior vena cava. Some of the struts are broken. A strut protrudes through the left lateral wall of the inferior vena cava by approximately 8 mm. This strut extends into the abdominal aorta. A strut protrudes slightly through the right lateral wall of the inferior vena cava and is located between the inferior vena cava and right psoas muscle. A broken strut measuring approximately 2.0 cm in length is seen in the anterior aspect of the body of l3. A broken strut measuring approximately 2.5 cm in length is located in the left lobe of the liver probably in a hepatic vein. A broken strut measuring approximately 2.5 cm in length is seen along the dome of the right lobe of the liver which could be located along the periphery of the dome of the liver or which could be located between the liver and the right hemidiaphragm. Impression: an inferior vena cava filter is seen. The filter is tilted as described above. Some of the struts are broken. A strut protrudes through the left lateral wall of the inferior vena cava by approximately 8 mm into the abdominal aorta. A strut also protrudes slightly through the right lateral wall of the inferior vena cava and is located between the inferior vena cava and right psoas muscle. A broken strut is seen along the anterior aspect of the body of l3. A broken strut is seen in the left lobe of the liver probably in a hepatic vein. A broken strut is seen along the dome of the liver which could be located along the periphery of the dome of the liver or which could be located between the liver and the right hemidiaphragm.¿ (B)(6) 2018, complex ivc filter removal operative report: ¿findings: ultrasound shows an anechoic and compressible right internal jugular vein. Tip embedded celect ivc filter with otherwise normal ivc, small focus of calcified clot contained in the filter apex. The filter is fractured with one fragment in a peripheral left hepatic vein, one fragment deep in an adjacent vertebral body, and one at the inferior margin of the right atrium immediately adjacent to the right hemidiaphragm. After removal, the cavogram shows moderate spasm and a small, calcified nonflow limiting filling defect which represents the previously identified calcified clot associated with the tip of the filter. This was also seen on intravascular ultrasound. The filter was inspected and found to contain all of the components with the exception of the known 3 fractured ones. Left hepatic venography shows the fragment in a peripheral left hepatic vein and is normal after removal right hepatic venography in multiple projections shows no intravascular component to the fragment. Ivus shows the above-described nonflow limiting calcified clot at the filter removal site. There is also a small defect in the mastoid intimal hyperplasia at the removal site which is normal for removal of tip embedded filters. The fragment immediately adjacent to the heart was not seen on ivus and may be extravascular. Alternatively, it may be in a tiny very cephalad hepatic vein branch. It does not appear to represent a risk of injury to the patient. It does not appear to be accessible to percutaneous removal. Cone beam CT, done because of aortic penetration of one of the legs, shows the above-described calcified thrombus and is otherwise unremarkable, specifically showing no periaortic or perivenous hematoma. The retained fragment in the spine is noted. Impression: successful complex filter removal using jaws of life technique and hepatic vein foreign body retrieval. Residual fragments in the spine and likely extravascular tissues in the right costophrenic angle region.¿ patient outcome: unknown.